Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. (B)(4).

Event description:
The surgeon reports performing cataract surgery with implantation of the akreos intraocular lens bilaterally. Approximately 2 years postoperatively, the patient complained of foggy vision and decreased visual acuity in the left eye. The surgeon attributes the symptoms to lens calcification. Intervention was performed in order to enlarge the incision and remove the lens. Additional information has been requested.